Event description:
It was reported that the ilet user experienced hypoglycemia after announcing a "more than usual" dinner meal for two slices of pizza, which was attributed to an incorrect meal announcement size. Symptoms included hypoglycemia with a nadir of 59 mg/dl. The user treated with oral glucose and was back toward range at 75 mg/dl by the end of the call. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, specifically the meal announcement entry via the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.